Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an errhwbbt was displayed on the receiver. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed due to moisture damage. The receiver data log could not be downloaded because the receiver would not turn on. The reported event of an error icon display was undetermined due to a failed charge and boot test. A probable cause could not be determined.